Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their implant turned itself off yesterday. The patient said the implant was working fine for several weeks, but yesterday they all of a sudden noticed it wasn't working. The patient turned their handset on and charged everything up, and it said the device was turned off. The patient denied having any surgeries. The patient last made an adjustment to their stimulation several weeks ago. The patient could feel the tingling for the most part and they know when the therapy was working because they didn't pee themselves. The patient then said yesterday they had a couple of accidents. They checked the implant, and it was off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.